Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. The device powered on normally during the evaluation using a test battery. Information from the device memory suggest that the pad-pak was not correctly installed or depleted. However, the pad-pak was not returned for evaluation, therefore the investigation was unable to confirm the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.